Event description:
It was reported that the home patient (hp) had a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during an unspecified step of peritoneal dialysis (pd) therapy. Patient connection at the time of the alarm is unknown, though a patient was reported to be involved. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.